Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the pacemaker exhibited high pacing impedance and signal noise. As a resolution the pacemaker was not implanted and a near at hand replacement was implanted instead on 22 nov 2024. There were no patient consequences.